Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cell module 2. The cracked cover and load cell failure were likely attributed to mishandling such as a drop. During visual inspection of the returned platform, a crack was observed at the lower corner on the patient's left-hand side of the top cover. The observed physical damage is unrelated to the reported complaint and is characteristic of harsh impacts due to user mishandling. The top cover was replaced to address the issue. Further inspection revealed that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the customer's reported complaint. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. A review of the archive data showed multiple ua07 advisory messages around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test revealed that load cell module 2 was over-reporting. The failed load cell module 2 was replaced to remedy the fault. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.